Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted (B)(6) 2019 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. The lead was capped and replaced. No patient c omplications have been reported as a result of this event.